Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the misload occurred with the first dcs.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a ziplock bag in no solution. The valve was discolored, showing evidence of blood contact. The valve was crimped, with the valve tissue appearing transparent and desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve not being in solution for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets were in the open position. All commissures were intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temperature (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded within the delivery system for an unknown duration. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event could not be performed. Updated: b5, d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a misload was identified via fluoroscopy due to crown overlap to node 4.5. A new valve and delivery catheter system (dcs) were used for implant.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, an infold of the valve was noted at a target implant depth of 1 millimeter (mm). Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A new valve was then loaded into a new delivery catheter system (dcs). Upon insertion of the second dcs into the patient, it was observed that the guidewire would not go through the dcs. Subsequently, a new valve and dcs were opened and used to complete the procedure. It was observed that a 20 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.